Manufacturer narrative:
Additional field updates: d4 expiration date, h4. This supplemental report is being submitted based on additional information provided.

Event description:
No new information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the coated portion of the cutting wire was torn, and the broken portion was scorched and melted. There was no patient involvement.